Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3093-28, lot# j0340658v, implanted: (B)(6) 2003, product type: lead. Product ID 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 3093-28, lot# j0545167v, implanted: (B)(6) 2005, product type: lead. Product ID 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 3093-28, lot# j0545167v, implanted: (B)(6) 2005, product type: lead. Product ID 7479b, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID 7479b, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported that she had the dual system unit and it shocked her. It was a faulty system and it electrocuted her up and down her spine. Then after the shock, it did not work anymore. A healthcare provider (hcp) told the patient that there was liquid in the box connector and it shorted itself out. The patient no longer had the device. She had post-surgical pain, an indent in her butt and a scar on her back. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. It was noted that the patient's relevant medical history includes urinary dysfunction/sacral nerve stim.

Event description:
Additional information from the health care professional reported that it was unknown what troubleshooting was done as it was done years ago and the results were not available. The device was noted to be removed at the patient's request. The doctor could not do anything about the painful scar which had not been reported to him.